Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was expired due to respiratory failure. At the time of the patient's death there were no allegations against the device. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim. An allegation that this patient suffered injury/death as a result of an unspecified product malfunction was received.

Manufacturer narrative:
The explanted device is currently in the possession of an attorney. Our technicians were granted access to the device. Visual inspection noted an electrocautery mark on the back side of the case. Interrogation revealed that the device had a battery status of end of life (eol) which was reached on (B)(4) 2006. No other anomalies were noted. In (B)(4) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, along with other factors, result in an electrical short (B)(4) 2004. This device was manufactured before (B)(4) 2004 and is included in this advisory population. The device was later returned for full analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.